Event description:
While performing maintenance, the user noticed a leak from the analyzer. He noted the grey piece at the bottom of the water reservoir was cracked and the water was leaking on the floor where people walk. No one was injured. The analyzer was not in use, so no pts were involved. The user replaced the valve body and stated the analyzer was not leaking anymore.